Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused norepinephrine (volume to be infused (vtbi) 240ml, dose 0.3 mg/kg/hr) during therapy using a primary baxter IV set. The bag was observed to have ran dry and the patient blood pressure dropped critically low (value not reported). A new bag, tubing and pump were urgently set up. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump was sent to the flow line to perform flow accuracy testing. The error percentage of 125ml/hr. Is -3.958% and 40ml/hr. Is -0.63%. The error percentage of both rate are less than 5%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The error percentage of both rate are less than 5% which is within specification. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the event history log review was completed and the customer reported problem ''equipment identification number 1008857 that had an over infusion issue. This event included a medication infused via primary infusion. Infusion parameters are as follows: medication - norepinephrine, primary IV set - 2c8537, volume to be infused (vtbi) 240ml, dose 0.3 mg/kg/hr. The bag was empty with remaining vtbi. The bag ran dry and patient blood pressure (bp) dropped critically low, urgently had to set up a new bag, tubing and pump" could not be confirmed through the event history log. Infusion matching the customer-reported parameters on the reported event date was not confirmed in the log. Should additional relevant information become available, a supplemental report will be submitted.